Manufacturer narrative:
Medtronic received the following information from the journal article entitled; multicenter experience with endovascular treatment of aortic coarctation in adults. Young erben, gustavo s. Oderich, hence j. M. Verhagen, maarten witsenburg, allard t. Van den hoven, eike s. Debus, md, tilo kölbel, md, frank r. Arko iii, giovanni b. Torsello, giovanni f. Torsello,peter f. Lawrence, michael p. Harlander-locke, mphmichael bacharach, md, william d. Jordan jr, mark k. Eskandari, and donald j. Hagler. J vasc surg 2019 (69) issue 3 https://doi.org/10.1016/j.jvs.2018.06.209. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic stent grafts were implanted in patients for endovascular treatment of aortic coarctations between 1999 and 2015. The following events were reported: serious injury: rupture embolism hemorrhage dissection lumbar headache cardiac arrest infection ischemia re-intervention